Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. Brachytherapy seeds placed at the same time as spaceoar. In march, two months after spaceoar procedure, the patient experienced bloody stool when wiping with tissue paper after defecation. The bloody stool continued. A rectal endoscopy was performed and it was confirmed that a gel-like substance was exposed in the dorsal part of the prostate/rectal mucosa. Imaging was reviewed and showed, the spaceoar hydrogel was exposed in the rectal mucosa, indicating a rectal fistula. The patient was treated with antibiotics. The cause of fistula located at dorsal prostate was deemed to be the spaceoar hydrogel. Patient received low dose rate (ldr) brachytherapy and still have rectal bleeding.